Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing muffler, tube assy. Fse states that: fiber optical connector inlet appears to be damage/small cracks around the inlet. Iabp was then released for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has leaking noise. There was no patient involvement reported.